Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) there was no reported device malfunction and the product was not returned. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the distal right coronary artery with mild tortuosity, moderate calcification and 95% stenosis. The vessel was pre-dilated using a 1.5x12 mm unspecified balloon. A 2.75x23 mm xience prime rx stent delivery system (sds) was advanced toward the target lesion, the stent was deployed and an edge dissection occurred. Another xience prime stent was used to cover the dissection. There were no other device/procedural issues noted. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.